Manufacturer narrative:
The explanted ipg was not returned as it was discarded by the medical facility.

Event description:
A report was received that the pt was having difficulty charging the ipg. The ipg was very close to the skin surface and the pt reported that it was uncomfortable. The physician explanted the ipg and implanted a new one. The pt was reportedly doing fine after the revision.